Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced leakage at site on (B)(6) 2024. The blood glucose level of the patient at the time of issue was 300 mg/dl. The issue occurred with one infusion set used for 7-8 hours. No further information was available.